Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial (ra) lead intermittent atrial undersensing noted on stored electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.